Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter has missing segments. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 7:30am. As part of her diabetes management, the patient claimed she is on oral medication (metformin 2000mg) daily and insulin (levemir) on a sliding scale. Despite the alleged issue, the patient claimed she continued to take her diabetes medications as usual at 12:00pm that day. At 11:15am that morning, the patient reported she began to feel shaky and developed symptoms of heart palpitations. Immediately, the patient indicated she self-treated with food and/or drink in response to her symptoms. The patient denied testing on any other blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter and that there was no misused of the meter. The alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.